Manufacturer narrative:
Batch review performed on 14 september 2020. Lot 141496: 20 items manufactured and released on 12-may-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event since 2016.

Event description:
The patient came in, 5 years and 11 months after primary surgery, reporting pain due to a potted stem that becomes loose. The cause of the potted stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.